Event description:
Additional information received reported that there was a loss of therapeutic effect. The patient was implanted in (B)(6) 2009 and the stimulator only worked for a short period of time described as three or four days. At that point, it stopped controlling the pain and had not worked since. The trial worked great. The patient tried going back to the healthcare professional (hcp) that put the device in but the hcp was no longer there. The patient went back to that clinic ¿but they did not seem to do anything.¿ the patient wanted the device out so she could have a fully body MRI but nobody wanted to take it out. It was noted that hcps ¿just refuse to take the system out.¿ the caller thought they did not want to take it out because ¿they might interrupt her sciatic nerve and that would cause the patient to have more pain.¿ when the patient was implanted they were told it would last for five years. The caller also reported that the stimulator was protruding and was ¿kind of pushed out¿ and ¿it was out away from [the patient¿s] back.¿ it was ¿right on the skin¿ in the patient¿s right hip. The implantable neurostimulator (ins) was not out and was not an open sore but sometimes it caught on something when the patient got up from a chair because it was protruding. It was not known when the patient noticed the ins was protruding. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect. It was noted that the patient was disgusted by it. It was noted that the temporary implant helped with the sciatic pain however once the patient received the implant it did not work and the physician performed a revision. It was noted that did not help either. It was noted that the patient requested the physician remove the system but it was stated that the patient would need a revision in the future that (B)(6) would not pay for and refused to remove the device.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2009-(B)(6), product type lead product ID 3778-75, serial# (B)(4), implanted: 2009-(B)(6), product type lead product ID 37742, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, (B)(4).